Event description:
It was reported the procedure was to treat a heavily calcified, 80% stenosed left superior femoral artery (sfa) lesion. A 6mmx150mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion without issue. A non-abbott inflation device was connected to the bdc, and attempted to inflate the balloon; however, the balloon would not inflate. The bdc was removed without issue. Outside the patient anatomy a crack in the hub was noted which resulted in a leak from the crack and the reason that the balloon would not inflate. There was no physical issue with the actual balloon itself, only the hub. A new armada bdc was used successfully for the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported break, inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.